Event description:
The syringe pump was in use during an epidural for a patient in the obstetrics department. The pump appeared to shut down without an alarm. The pump was replaced by another without any patient incident.

Manufacturer narrative:
Section f completed by baxter. Evaluation of the pump confirmed the reported condition in that the barrel clamp assembly was not properly installed. There was no record of this device having been serviced previously by baxter.